Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Patient code: no code available ((B)(4)) used to capture surgical intervention and elevated metal ions. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Event description:
On 19-sept-2019 literature article entitled: ¿midterm prospective comparative analysis of 2 hard-on-hard bearing total hip arthroplasty designs¿ by j. Ryan martin, md, jason m. Jennings, md, tyler s. Watters, md, dan l. Levy, bs, todd m. Miner, md, douglas a. Dennis, md. Published by the journal of arthroplasty 33 (2018) was reviewed for MDR reportability. The study¿s objective was to prospectively compare the midterm outcomes of a metal-on-metal and a ceramic-on-ceramic total hip arthroplasty cohort, specifically the revision, reoperation, and complication rates. 40 consecutive patients were enrolled for the mom cohort by one surgeon, and 42 consecutive patients were enrolled for the coc by the other surgeon. The models of prostheses used include depuy pinnacle acetabular components with depuy metal ultamet liner, depuy metal femoral head, depuy summit femoral stem. As well as depuy ceramax ceramic liner, depuy biolox delta ceramic femoral head, depuy srom femoral stem and srom sleeve. The study identified the following to be adverse outcomes, patient quantity is stated if provided: 1.) 11 adverse local tissue reaction 2.) 9 pseudotumor 3.) 2 osteolysis 4.) 1 acetabular component loosening 5.) 2 superficial infection 6.) 3 deep infection 7.) 4 trochanteric bursitis 8.) 2 dislocation 9.) 1 pulmonary embolism 10.) Instability 11.) Elevated blood metal ions 12.) Revision / surgical intervention